Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing "high" blood glucose (bg) levels on the continuous glucose monitor (specific bg value was not provided). Customer administered a manual injection and completed a supply change to address bg.